Event description:
It was reported that the patient ambicor penile prosthesis (app) had left cylinder bulge. The app was removed and replaced with a new one. The patient is recovering from the surgery. The product was explanted and not expected to be returned. Should additional information be received, a supplemental report will be filed.